Event description:
Patient receiving infusion of chemotherapy when husband sought assistance from nurse. Husband stated that there was a pool of liquid on the floor. Nurse investigated and found a 4 foot by 1 foot area of blood and chemo solution on the floor which had apparently dripped down from the IV tubing onto the patient's sweater, down the side of the chair and onto the floor.